Manufacturer narrative:
No product has been returned for evaluation, photographs provided confirm the alleged event. No root cause can be identified at this time.

Event description:
Information was received that a patient had suffered a burn with the electronic remote controller (erc). As per the surgeon, the skin was a bit red after the distraction session. Reportedly, images provided by the mother revealed a burn on the skin and clear liquid coming out of the affect area. The surgeon prescribed antibiotic and a pico medical device.